Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed damage to the power manager pod at battery connector p-18 and at fuse holder fh-1. Due to the damage, the power manager pod was unable to be connected to a direct current (dc) power source. Because of safety concerns, no further testing was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed burnt pins on the battery connection point on the power manager board. He replaced the power manager board. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2019 the power managers module ID is 1820. The next time the system is powered up is (B)(6) 2019 and the power managers module ID is 3591 indicating the power manager was replaced. There is no indication in the log as to why the power manager was replaced. Most likely when the batteries were replaced the power manager was damaged and no longer functioned.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the user facility's biomedical technician stated that the positive and negative posts of the batteries were opposite in comparison to the batteries from the hlm manufacturer which would have caused the power manager to blow.

Event description:
The user facility's biomedical technician reported that during preventive maintenance (pm) of the device, batteries were ordered from a separate manufacturer, and when they were placed in the heart lung machine (hlm), the batteries and the power manager board blew. There was no patient involvement.